Event description:
Customer reports receiving a result of 275 mg/dl on their precision xtra blood glucose meter, and then began to experience symptoms of hypoglycemia -- customer felt weak, sweaty, and was shaking. Paramedics were called and juice was given. Once at the hosp the customer received a glucose result of 26 mg/dl on an unk brand of meter.